Manufacturer narrative:
(B)(4). Method: film evaluation. Results: endoleak, aneurysm rupture, migration. Unknown cause of event. Conclusions: endoleak, aneurysm rupture, migration. Unknown cause of event.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal neck at the level of the renal arteries is 30 mm in diameter. It was reported that the patient presented to the e.r. With back pain and nausea. Per the non-contrast CT there was a type I proximal endoleak noted. Per the admission CT scan, the right wall of the 9.7 cm aaa was not intact. The proximal fabric edge had migrated distal and was 12 mm from the lowest renal. A proximal endurant cuff was placed as well as another manufacturer¿s stent with good results. The patient then experienced abdominal dissension and a drop in hgb. The CT showed what appeared to be a fabric hole in the body of the 28 mm talent graft which was possibly caused by the other manufacturer¿s stent. An additional proximal endurant cuff was placed with a great final angiogram. The patient was stable with no further abdominal pain or dissension and their hgb was stable. No additional clinical sequelae were reported. A review of returned films 5 years post-implant showed that the bifurcate was positioned below the renal arteries; the ipsilateral limb and extension were placed into the right iliac, and contra limb/extension were in the left iliac. Films were non-contrast; therefore the reported endoleak could not be assessed. The 9cm aaa appeared to have ruptured. Contrast images from two and three days later showed that an endurant aortic cuff was placed approximately 1.5cm proximal to the bifurcate, and another manufacturer¿s stent was placed into the talent aortic body; extending below the cuff and down to the bifurcate flow divider. The maximum aaa diameter is 8.8cm. There was contrast seen in the proximal aaa sac near the flow divider. The type of endoleak appeared to be a fabric type iii. The cause of the endoleak is uncertain, but may have been caused by the implant of the other manufacturer¿s stent, which is near to the location of the endoleak.